Event description:
It was reported that a patient underwent a left atrial flutter ablation with a thermocool® smart touch® sf bi-directional navigation catheter and the patient experienced a cardiac tamponade that required a pericardiocentesis. It was reported that there was noise on the octaray catheter displayed on the carto 3 system and the recording system. The cable was replaced with no resolution. When the catheter was replaced, the issue was resolved. It was then reported that the irrigation tubing chamber had a crack in it, causing it to leak from the bottom of the chamber. They replaced the irrigation tubing and the procedure continued. It was also reported that the patient initially had a pericardial effusion that was confirmed with transesophageal echocardiogram (tee). The patient's blood pressure dropped towards the end of the procedure and it was confirmed with intracardiac echocardiography (ice) that the pericardial effusion had gotten larger. The medical intervention provided was a pericardiocentesis. The patient was in stable condition. The procedure was completed. Additional information was received. Transseptal puncture was performed. The adverse event was discovered post use of biosense webster products. The adverse event occurred post ablation during re-mapping. Correct catheter settings were selected on the generator. The pump was switching from ¿low¿ to ¿high¿ flow during ablation. There was no evidence of a steam pop. The patient improved. During the signal interference, the affected catheter inside the patient¿s body. The signal interference was in intracardiac (ic) and other intact ECG signal was available to monitor the patient's heart rhythm (body surface (bs) leads and anesthesia monitor). The noise issue was assessed as non MDR reportable. The risk to the patient was low. The tubing problem was assessed as non MDR reportable. The most likely consequence was an intraprocedural delay. The potential that it could cause or contribute to a death or serious injury, or other significant adverse event, was remote. The adverse event was assessed as a MDR reportable serious injury under the thermocool® smart touch® sf bi-directional navigation catheter.

Manufacturer narrative:
Additional information received indicates that the device is not available for return, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device number lot 31291214l and no internal action related to the complaint was found during the review. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Additional information was received on 26-jul-2024 regarding the reported issue with the irrigation tubing chamber. The crack/leaking issue was detected prior to the case start. They changed out the tubing before patient use. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).